Manufacturer narrative:
Retainer ring black. On (B)(6) 2021, the customer alleged was for high bg and insulin flow block. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, label damage(serial number label stained), cracked retainer and corroded battery tube during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump alarm insulin flow blocked alarm not noted on event date in pump downloaded history or during testing. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0872. Device was cut open to perform visual inspection and found moisture on the motor assembly noted. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg and insulin flow blocked alarm. Moisture damage confirmed on motor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 412 mg/dl at the time of the incident. Customer stated that insulin flow block alarm occurred. Alarm was cleared by reservoir and infusion set change. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.